Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pregnancy related complications-ndr.

Event description:
Patient reported "miscarriage" which is not related to the device. Healthcare professional later reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and observed missing piece of shell assessed as inconclusive. Calcification: not observed. Pregnancy related complications-ndr: unable to observe as it is not related to the device. As per the investigation procedure, non penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "miscarriage" which is not related to the device. Healthcare professional later reported right side rupture. The device has been explanted and replaced.